Event description:
It was reported that at device upgrade, a spike in impedance was found. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted on the is-1 connector leg at 4.9cm to 5.2cm from the connector pin. The re cable was exposed in this area. The abrasion found is consistent with friction to the ICD can.